Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of above 485 mg/dl and insulin pump alarmed for reprogram or check setting alarm. Customer states that alarm did not occur during rewind. Customer states that insulin was able to exit. The customer's blood glucose was 443 mg/dl at the end of call. The insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No reprogram alarm, check settings alarm or unexpected alarm anomaly noted. No cosmetic damage noted.